Manufacturer narrative:
Device evaluation: the hf resection electrode was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4). When the suspect medical device was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the olympus medical devices used during the procedure. The case will be closed from olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that at the end of a combined therapeutic transurethral resection of the prostate in saline (turis-p) and transurethral enucleation of the prostate with bipolar (tube) procedure, it was noticed that the patient had sustained a perforation of the bladder when the result of the procedure was checked. The perforation was then treated with an unspecified endoscope and the abdominal accumulation of saline - caused by the perforation - was drained through percutaneous needles. Furthermore, it was reported that the patient's abdomen swelled up throughout the procedure and that the loss of saline was higher than usual. However, there was no report of any malfunction and the intended procedure was completed with the same set of equipment. The patient is currently recovering.